Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a surgery, the reamer irrigator aspirator 2 reaming kit system had a hole in it which is either preexisting hole in the tubing or the tension on the tube assembly created a hole. The reaming kit was opened to complete the surgery. 5 minutes surgical delay. No fragments generated. No patient outcome. This complaint involves one (1) device ria 2 reaming kit 520mm sterile. This report is for one (1) (B)(4).